Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 45-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. Approximately five minutes after the impella pump was pulled, the patient experienced a stroke and was taken to interventional radiology for stroke management. At bedside, the impella pump was pulled by interventional cardiologist, and a clot was noted on the catheter. Within minutes, the patient began to experience slurred speech and focal deficits and was taken to interventional radiology. Computed tomography scan showed ischemic acute left m2 segment lesion. It was noted that the patient had been systemically heparinized for several days leading up to stroke and echocardiograms leading up to the event showed no evidence of a clot. The staff reported the patient had no residual deficits and was doing well.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. The instructions for use for the impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states) as referenced in the initial report now includes statement "cardiac or vascular injury (including ventricular perforation).¿ it also states in section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ in accordance with updated procedures, have been revised from the initial submission.